Manufacturer narrative:
Investigation summary: bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for fibrin and gel smearing was not observed. In all three photos it is not possible to conclude what is the defect and the product in the pictures is material # 360060 sst 13x100 5ml while the complaint material # is 360059 sst 13x75 3.5ml. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to fibrin or gel smearing were observed. 195 samples were visually evaluated and no defects were found with the retain product. 5 samples from the retain samples were sent for clinical evaluation. There were no difficulties encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure mode, fibrin and gel smearing, because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retain and control samples tested demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is not confirmed for fibrin and gel smearing. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer sst tube gel 3.5 ml, the device experienced gel smearing, and missing additive. The following information was provided by the initial reporter. The customer stated: we are having problems with some collection tubes with separator gel. Even after centrifugation, some tubes persist with clots and fibrins, directly interfering with the analysis. Was the tube mixed well after collection? R: yes. In the lab routine, the tubes are mixed from 5 to 6 times, following the IFU; how long was the blood allowed to clot after being collected? R: 30 minutes, following the IFU. The samples are centrifugated at the collection local. They are only re-centrifugated after noticing there is fibrin.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0183354. Medical device expiration date: 2021-07-01. Device manufacture date: 2020-07-29. Medical device lot #: 1088680. Medical device expiration date: 2022-03-31. Device manufacture date: 2021-04-20. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer sst tube gel 3.5 ml, the device experienced gel smearing, and missing additive. The following information was provided by the initial reporter. The customer stated: we are having problems with some collection tubes with separator gel. Even after centrifugation, some tubes persist with clots and fibrins, directly interfering with the analysis. Was the tube mixed well after collection? R: yes. In the lab routine, the tubes are mixed from 5 to 6 times, following the IFU. How long was the blood allowed to clot after being collected? R: 30 minutes, following the IFU. The samples are centrifugated at the collection local. They are only re-centrifugated after noticing there is fibrin.